Event description:
Boston scientific received information that during a generator replacement, the is-1 portion of the right ventricular (rv) lead was not able to be removed from the header of this device. The issue was discussed with boston scientific technical services (ts) who had the field representative verify that all the set screws were loosened. The physician was planning on cutting the is-1 portion of the lead and surgically abandoning it. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.